Event description:
It was reported that the patient underwent a previous artificial urinary sphincter (aus) removal surgery due to the previous device eroded from catheter. A new aus system consisting of a 5.5 cm cuff, a control pump and a 61-70 cm balloon was implanted in a later surgery. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The previous aus was explanted in 2016. The patient wanted the aus, which prompted this revision surgery to get the new implant. There were no patient adverse effects in relation to this event.